Event description:
An electronic report was received from a peritoneal dialysis rn who has reported her patient reported to her of finding a leak at the manifold of this treatment set. The patient was administered a prophylactic dose of antibiotics intraperitoneally for the event. The event occurred in the am and the patient was evaluated in the clinic that afternoon. A culture of effluent was obtained. The patient has remained asymptomatic to date. The patient is able to continue peritoneal dialysis at this time with no ill effect occurring from this event. A sample is available for an evaluation.